Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navito vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. There was calcification not present extending beneath the aortic annular plane in the interventricular septum. During procedure, after pre-dilation balloon aortic valvuloplasty (bav) the went into heart block. The valve was successfully implanted and final implant depth was 4mm. The patient was observed in the hospital for 3 days and implanted with a permanent pacemaker. The patient was reported discharged/alive and well.